Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-sep-2022. H6: investigation summary forty nine sealed needles received by our quality team for investigation. Visual inspection was performed first with a 10x magnifier lens, the with a 30x microscope, no defects or issues observed. No defective grind or hooks observed on the cannula. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that at least one bd safetyglide¿ needle only, 25 g was clogged. The following information was provided by the initial reporter: we have been using the bd safetyglide needles with flucelvax, fluad, prevnar 20, fluzone hd syringes. We are having issues injecting all of them. This is causing more pain at the injection site. One of our techs was injected with a fluzone with a bd safetyglide needle and again it was hard to inject. The tech said injection was very painful and one of the worst she ever had. She is not claiming injury, just stating that it was uncomfortable.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd safetyglide¿ needle only, 25 g was clogged. The following information was provided by the initial reporter: we have been using the bd safetyglide needles with flucelvax, fluad, prevnar 20, fluzone hd syringes. We are having issues injecting all of them. This is causing more pain at the injection site. One of our techs was injected with a fluzone with a bd safetyglide needle and again it was hard to inject. The tech said injection was very painful and one of the worst she ever had. She is not claiming injury, just stating that it was uncomfortable.